Event description:
''Us legal'': it was reported that after a primary left bhr resurfacing surgery was performed on (B)(6) 2018, the patient experienced continued pain. An MRI performed on (B)(6) 2018 revealed deep tissue swelling and lateral soft tissue swelling. Patient also had elevated cobalt and chromium levels in blood. The plaintiff¿s surgeon indicated the need for a revision surgery due to metallosis and extensive synovitis. The left hip revision surgery was performed on (B)(6) 2019 and the hip was replaced to a tha from an unknown manufacturer. Unfortunately, after the revision surgery, the plaintiff kept experiencing several adverse events, requiring 2 additional revision surgeries. The patient currently has left hip pain, chronic dysfunction, soft tissue scarring and mechanical issues due to metallosis.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
It was reported that a revision surgery was performed on the patients left hip. As of today the devices used in treatment have been requested but have not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (elevated cobalt and chromium levels, metallosis and extensive synovitis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated. Internal reference number: case-(B)(4).

Manufacturer narrative:
H10. Additional information in a2 and b7. H11. Corrected information in b5 and d6a.

Event description:
It was reported that after a primary left bhr resurfacing surgery was performed on (B)(6) 2018, the patient experienced continued pain. An MRI performed on (B)(6) 2018 revealed deep tissue swelling and lateral soft tissue swelling. Patient also had elevated cobalt and chromium levels in blood. The plaintiff¿s surgeon indicated the need for a revision surgery due to metallosis and extensive synovitis. The left hip revision surgery was performed on (B)(6) 2019 and the hip was replaced to a tha from an unknown manufacturer. Unfortunately, after the revision surgery, the plaintiff kept experiencing several adverse events, requiring 2 additional revision surgeries. The patient currently has left hip pain, chronic dysfunction, soft tissue scarring and mechanical issues due to metallosis.

Manufacturer narrative:
It was reported that a revision surgery was performed on the patients left hip. As of today the devices used in treatment have been requested but have not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical information was reviewed. Although the cobalt and chromium were 3.9 and 3.3 g/ml respectively, they are below the standard threshold for recommendations for medical intervention. The revision operative report did not note findings consistent with metallosis. The reported pain is consistent with the muscle strain/sprain, iliopsoas bursitis and/or trochanteric bursitis. The post revision pain, mechanical instability, leg length discrepancy, weakness and subsequent revisions are not related to the s&n implants. The patient impact is determined to be the revision and post-operative convalescence period. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.

Manufacturer narrative:
D4:catalog #, lot #, expiration date, unique identifier (UDI) #, h4: device manufacture date d1: brand name, h6: health effect - clinical code and health effect - impact code

Manufacturer narrative:
As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for acetabular cup hap size 52/58. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. Although the cobalt and chromium were 3.9 and 3.3 ¿g/ml respectively, they are below the standard threshold for recommendations for medical intervention. The revision operative report did not note findings consistent with metallosis. The reported pain is consistent with the muscle strain/sprain, iliopsoas bursitis and/or trochanteric bursitis. The post revision pain, mechanical instability, leg length discrepancy, weakness and subsequent revisions are not related to the s&n implants. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. It is not possible to indicate factors which could have contributed to the reported event. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.